Event description:
Information received from the field notes that the measured battery voltage was 2.41v. Two to four weeks previous, the measured battery voltage was 2.46v. When the device was interrogated, an eri flag was not displayed. Prior to the scheduled replacement, the patient's mother reported that the device quit working. The patient was pacemaker dependent and rushed to the hospital when his rate dropped into the 20's. The device was subsequently replaced.